Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical, inc. (Isi) rep. Contacted isi technical service engineer (tse) and reported the right and left hand were switching during the procedure, randomly. The customer stated the image was inverted. Prior to contacting tse, the customer reseated the 30 degree endoscope plus and cleared the memory on the universal surgical manipulator (usm2) and reinstalled the endoscope, but the issue with the right and left hand switching randomly had recurred four times during the case. Tse advised customer to use a new endoscope, reseating the endoscope and clearing the usm2 memory again, or checking the hand control assignments on the surgeon side console (ssc) touchpad. The customer was using usm1, usm2, and usm3. Tse recommended moving the instruments to usm2, usm3, and usm4 or trying the endoscope on another usm. Tse reviewed system logs and did not see any related errors. The customer stated that they hadn't gotten any errors on the system. The system showed master tool manipulator left (mtml) assigned to usm1, endoscope on usm2, and mtmr assigned to usm3 during the call. The surgeon was working and unable to troubleshoot at that time. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. Technical support engineer (tse) recommended trying a new scope, reseating the camera and clearing the arm 2 memory again, or checking the hand control assignments on the surgeon side console (ssc) touchpad. Caller was using arms 1-2-3. Tse recommended moving the instruments to arms 2-3-4 or trying the scope on another arm. Tse viewed system logs and did not see any related errors in the logs. System was showing master tool manipulator (mtm) left assigned to arm 1, endoscope on arm 2, and mtmr assigned to arm 3 during the call. Surgeon was not tracking horizon correctly. Issue of mtm swapping was false reported. The inverted image was addressed by customer reseating the scope and clearing the memory on arm 2 and reinstalling the scope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause of the issue may be attributable to surgeon not tracking horizon correctly. Issue of mtm swapping was false reported.